Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies were found. Wrench engaged and turned setscrew normally during preliminary testing. However, visual analysis noted grommet damage.

Event description:
It was reported, the patient experience a cardiac arrest during implantation of a new implantable pulse generator (ipg). Leads were extracted from the ipg for back up pacing, which was successful. However, setscrew was disengaged with torque wrench fixed. Consequently, this device was removed and replaced.